Event description:
The event is reported as: the distributor alleges that during incoming inspection the package was found broken. The distributor ((B)(4)) reports a total of 53 devices with the alleged defect of broken package.

Manufacturer narrative:
Picture received with the customer complaint file was thoroughly reviewed. The sample presented torn package. No functional inspection can be performed since the device sample is not available for evaluation. The device history record (DHR) of the product 031-28 with batch # (B)(4) was reviewed and no issues or discrepancies were found that could potentially relate to this complaint. No nonconformance reports were originated for the lot in question that can be associated to the complaint reported. The DHR shows that the product was packed and inspected according to our specifications. During the investigation it was found that component tfx-000354 (sheet foam) batch (B)(4) and (B)(4) was used during the manufacturing process, this sheet foam was implemented to prevent the product from damage. This type of defect is easy to detect during the manufacturing of the product since is verified at 100 percent. Additionally, per internal procedure, distribution center performs 100 percent inspection as well. However, as a preventive action the involved production and quality personnel were informed about this complaint. Based on the picture provided, the customer complaint is confirmed. If the product sample becomes available this complaint will be re-opened. Root cause - unk.